Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to an unspecified fungal infection (no further detail was provided). Treatment was not reported. No further detail was provided regarding whether the patient was hospitalized for the event. On unreported dates, the patient was recovered and dianeal therapy was discontinued. No additional information is available.